Event description:
It was reported that there was high right ventricular (rv) lead impedance due to a suspected connection issue with the device header. The device was explanted and replaced. The lead was successfully reconnected to the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).